Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. X-rays reviewed by a third party hcp notes left total hip arthroplasty with malpositioning of the acetabular cup which is somewhat horizontal in position. Possible minimal linear lucency along the lateral aspect of the proximal femoral data suggesting possible periprosthetic fracture. The DHR was unable to be reviewed as the lot number is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.